Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product - 36 mm cocr mod hd -3 mm, part#11-363661 lot#223210; g7 neutral arcomxl lnr 36 mm f, part#010000741 lot#3338476; g7 pps ltd acet shell 56f, part#010000665 lot#3565676. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient alleged to right hip radiating groin pain post-implantation.